Manufacturer narrative:
The customer was not able to provide the problematic product for review. It was also stated that the temperature monitoring was not available. Bridge to life quality performed record review and found no history of complaint or any reports involving easislush as the cause of freezing an organ. In conclusion, there was no evidence to support that the easislush caused the organ to freeze.

Event description:
A kidney was taken off pump and repackaged to be shipped on ice from cincinnati, oh to maryland via commercial airliner. It was denied for transplant upon arrival because the htk solution and kidney had begun to freeze. The courier told us the kidney was placed in a pressurized cargo bay but the airline told us it would have been near the front of the plane in the cabin. The kidney was packaged using approximately 1l of htk (servator h). That bag was placed in a rigid container with easislush and then placed in another bag. This was placed on wet ice in an organ shipping box. Optn guidelines were followed.